Event description:
The svc report shows during incoming eval it noted that the volumes were lower than 10% of spec at 100ml of volume. The nellcor puritan bennett factory svc technician (npb fst) inspected the device and replaced the cup seal as specified during the scheduled pm procedures. The unit passed extended svc final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.